Event description:
A customer site in (B)(6) filed a complaint alleging discrepant results were obtained when using the amplichip cyp450 test. The sample was originally tested on (B)(6) 2009 and generated a result of *5*5 (poor metabolizer) for 2d6. In (B)(6) 2011, a breath test was done for this patient and these results did not fit with results of poor metabolizer. On (B)(6) 2011, two retests were done. The first was done with an eluate of the 2009 sample. The second retest was done with a new sample collection. The result was *1*1 (extensive metabolizer). It is not known at this time if that result is from the first or second retest. No patient treatment information is available.

Manufacturer narrative:
Date of follow-up information was received. Follow up report 1. Device evaluated by manufacturer yes. No product or batch non-conformance was identified. The patient samples were not requested back as they were stored for approximately 2 years, which is not supported by the amplichip package insert sample storage claims. Furthermore, a new collection of the patient samples involved could not be obtained. Upon investigation there was no trend found in the field. Qc release data for n12926 was reviewed and the issue of discrepant results has not been observed. There have not been any manufacturing non-conformance reports for batch n12926. There are a few factors that can lead to the customer's observations, including but not limited to dna degradation, sample contamination or sample mix-up. As the samples were stored significantly beyond the storage claims, it cannot be reliable. . (B)(4).

Manufacturer narrative:
No conclusion can be drawn at this time as the investigation into this issue is ongoing. Conclusion from the investigation will be submitted through a follow-up report. Amplichip cyp450 us-ivd, product number 04591402190. (B)(4).